Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system 2. (B)(4). Device will not be returned.

Event description:
Reporter stated that customer received the following sets of results on 2 different meters within 10 minutes: 1. 15.6 mmol/l (mobile system 1) and 5.7 mmol/l (mobile system 2) 2. 12.2 mmol/l (mobile system 1) and 6.2 mmol/l (mobile system 2) no adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips have been discarded and the lot number is not available.